Manufacturer narrative:
The device was returned for investigation. Error codes 1870 and 1871 were found in the event log. A visual inspection and functional test were performed, and the reported failure was replicated. The pump was found to be displaying "1870" error code message on power up. A faulty motor will be replaced. The problem source of the event cannot be established. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported that the device alarms lec 1870 during testing. No patient injury was reported.

Manufacturer narrative:
The device was returned for investigation. Error codes 1870 and 1871 were found in the event log. A visual inspection and functional test were performed, and the reported failure was replicated. The pump was found to be displaying "1870" error code message on power up. A faulty motor will be replaced. The problem source of the event cannot be established. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported that the device alarms lec 1870 during testing. No patient injury was reported.